Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a filter on an IV tubing during an unspecified infusion. Although requested additional event information has not been provided. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the filter was not confirmed. The set was visually inspected including use of magnification. No damage or anomalies were observed. Functional and pressure testing was performed; no leaks were observed on or around the filter or on any other part of the set and its components. The root cause of the customer¿s report was not identified.